Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert for device in backup vvi mode. Device code was download successfully and remains implanted. The patient will be monitored.